Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2007 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Review of invoice history confirms the modular head, acetabular components and taper liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: "materiel sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "postoperative bone fracture and pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06557 & 06558). Attorney did not return device.

Manufacturer narrative:
This medwatch 1825034-2014-06558 associated with patient (B)(6) is a duplicate of medwatch 1825034-2013-06631 associated with patient (B)(6). This medwatch 1825034-2014-06558 is considered closed at this time.